Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rhk 14x80 cemented stem was difficult to remove due to the attachments not fixed in the thread properly. Subsequently, a grub screw was used to widen the metaphysis and the proximal tibia in order to grab the stem with grasping forceps.

Event description:
It was reported that the rhk 14x80 cemented stem was difficult to remove due to the attachments not fixed in the thread properly. Subsequently, a grub screw was used to widen the metaphysis and the proximal tibia in order to grab the stem with grasping forceps. This event caused a 60 minute delay.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The returned parts are compatible and can be used together. The tibial stem screw is attached to the femoral stem. The screw is deformed and has surface damage. The taper of the femoral stem exhibits surface damage as well, this corresponds to the attempt to use chisels to remove the stem reported in the complaint. It could be that the surgeon used the screw to try to get purchase on the stem by various means hoping to then remove the stem from the canal. The surgical technique warns not to use the tibia stem screw for the femoral stem fixation. Instead the vanguard ssk femoral stem screw shall be used. The information provided in the complaint is not enough to confirm whether the femoral stem was initially, during the primary surgery, fixed in the position using the tibial screw, or the femoral stem screw was replaced by the tibial during the attempt to remove the stem. The femoral stem is well covered by bone cement with signs of bone integration. There is a second offset adaptor returned as well. There is no bone cement on it¿s surface except the pin hole. From the information provided in the complaint it could not be confirmed whether this adaptor was used to offset the tibial stem or/and provide the additional grip while trying to remove the femoral stem. Pre-operative x-ray images have not been provided. The second screw returned has fractured head. It might be that the crew was used in the attempt to remove the stem initially, however, this cannot be confirmed by the information provided and the reason of the fracture remains unknown. The screw fixed to the femoral stem was measured. The measurements indicate that the screw head was compressed laterally that caused the screw head to deform and become oval. The root cause of the reported event ¿¿the attachments could not be fixed in the thread properly¿¿ could not be identified from the information provided in the complaint. However, it could be noted that the femoral stem was returned with incorrect screw threaded, the surgical procedure warns against using this screw for femoral stem fixation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rhk 14x80 cemented stem was difficult to remove due to the attachments not fixed in the thread properly. Subsequently, a grub screw was used to widen the metaphysis and the proximal tibia in order to grab the stem with grasping forceps. This event caused a 60 minute delay.